Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: persona trabecular metal tibial plate, catalog # 42532007502, lot # 62523038. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0002648920-2018-00125. Product location is unknown.

Event description:
It was reported that the patient had a right knee arthroplasty. Subsequently, the patient experienced loosening in right knee post implantation. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Concomitant medical products: articular surface fixed bearing ultracongruent catalog # 42522200510 lot # 62513993; all poly patella catalog # 42540000035 lot # 62510488; heraeus medical palacos r+g bone cement, catalog # 00111314001, lot # 78454384 (qty: 2). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01145, 0001822565-2019-01027. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Per the persona knee system package insert, pain and loosening are known potential adverse effects of this procedure. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.